Event description:
It was reported that the 2800 system experienced a generator systems error on table display panel. Power went off due to lightning causing problem. No patient was involved.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the low voltage power supply. Supply was replaced and the system was tested and found to be working as intended. The system was placed back into service.